Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unknown. (B)(4). Implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 25-mar-2015, expiration date: 28-feb-2024 part #: 04.034.249s, lot#: 7927470 (sterile) - 10mm ti cann tibial nail-ex w/prox bend 300mm-sterile. Quantity 6. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 11141, ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal and revision of a tibia nail construct was performed on (B)(6) 2016 due to non-union, one broken screw, and possible infection. The original procedure to repair the left tibia fracture was performed on an unknown date. Removed hardware included one (1) intact tibia nail and three (3) 4.0mm titanium locking screws. Two (2) of the three (3) screws were removed intact. A portion of the third broken screw was not retrievable and remains embedded in the patient&#62688;bone. The revised construct included a larger nail and screws. There was no surgical delay. The procedure was completed successfully with the patient in stable condition. This is report 1 of 3 for (B)(4).